Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. Additional unrelated observation: the instrument was found to have blade damage at the tip/middle/base of the blade. One of the blade edges was indented. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during da vinci-assisted pancreatoduodenectomy surgical procedure, when the harmonic ace instrument was activated, the teflon pad was found to be melted, and the instrument could not be activated. Backup instrument was used. The procedure was completed with no reported injury.